Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including heavy marking/ scratching on the elevator surface. The tip for the elevator has fractured. The fractured tip was not returned. The complaint is confirmed. A determination cannot be made as to what caused the elevator to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section a2, b4, b5, d9, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the tip of the instrument was broken. There was no injury or delay in the procedure.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.